Event description:
It was reported the patient went into cardiac arrest during a procedure to place a trial lead. The lead was removed and the patient placed in the supine position and stabilized. The patient was then taken to the hospital for evaluation.